Manufacturer narrative:
H3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional the customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 09/04/2009 to the present date 11/5/2020 and confirmed that this device was previously returned for servicing 3 times and there were no production failures indicated on the source device.

Event description:
It was reported that the device failed calibration. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed calibration. There was no patient involvement.